Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® one use holder the tube is tight in the holder. The following information was provided by the initial reporter. The customer stated: "some of the bd holders are so narrow the bd tubes will not fit inside of them."

Event description:
Iit was reported when using the bd vacutainer® one use holder the tube is tight in the holder. The following information was provided by the initial reporter. The customer stated: "some of the bd holders are so narrow the bd tubes will not fit inside of them."

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 10-dec-2021. Investigation summary: mat: 364815. Lot: 0346753. Bd received 251 samples from the customer in support of this complaint. A visual examination of samples was performed and revealed damaged one use holder devices. The 251 samples were received, an intact bag of 250 parts and 1 single with a tube inserted. The bag was not torn or damaged. The 250 samples were inspected and tested with the tube that came with the complaint. 8 out of the 250 samples received do present a ¿tight¿ fit. When the one use holder device was placed on the tube and allowed to drop on the tube the one use holder device would stop part way down the hemogard closure. When the one use holder device was inspected it did show damage where a dent can be seen in the side of the holder where it appears to have been pressed in on one side. The one use holder devices that present with this issue were not made from the same press or mold cavity. The manually pressed, the tube was able to be fully inserted into the one use holder device and when removed from the ouh device the hemogard closure did not separate from the tube. Additionally, 10 retention samples from the bd inventory were evaluated and did not present with this issue when inspected. Bd was able to confirm the customer¿s indicated failure mode with the samples provided; however, was not able to duplicate in the retention samples. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.